Event description:
Patient ordered breathing mask from the distributor. When he opened up the package, part of the mask fell off. Mask was replaced but part of the second package came off. Patient thinks all the masks were defective.